Manufacturer narrative:
Concomitant products: green female adaptor, therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that pharmacy primes the bonded texium set using a "female to female" adaptor, but are not consistent on adding the smartsite to both ends. The infusion set with the bonded texium may at times be directly connected to the green female adaptor. It is believed that this practice may cause residual fluid at disconnect. Nursing confirms this while stating that they have found visible fluid residual when disconnecting from a smartsite and texium connection. There was no report of patient harm.